Event description:
It is alleged that the instrument began arcing at the wrist during a case. It was reported that the instrument was replaced and the case was completed with no other arcing incidences.